Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Expiration date: 31-oct-2021. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+2.5/091 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2019 the lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a different model lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional data: b5- "the reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -09.50/+2.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The patient experienced lens rotation not associated to a low vault. On (B)(6) 2022 the lens was exchanged with a spherical model/same length lens and lri was performed. This resolved the problem. The cause of the event was unknown." H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications claim# (B)(4).